Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead dislodged and the right ventricular lead exhibited p-wave oversensing. The patient reported experiencing muscle stimulation and it was suspected that the right ventricular lead had also dislodged. The left ventricular lead was turned off and no intervention was performed to address the right ventricular lead. No further information was available.